Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. After the procedure, an isi field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported issue. The fse could not replicate the reported fault(s); however, errors were confirmed to be present in the error log indicating a communication fault on the rolling loop fiber cable. The fse replaced usm3, and the errors did not return. The fse verified that the da vinci system was ready for use. Isi has received universal surgical manipulator 3 (usm3) involved with this event for failure analysis evaluation. The usm passed testing without any relevant faults or errors. Failure analysis (fa) was unable to replicate the reported problem; however, as a precaution fa replaced the rolling loop fiber cable. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure: based on the error log review, a single instance of error 23 occurred on the event date provided. An error 23 is a wheel hardware communication fault. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted total gastrectomy procedure, the customer encountered repeated non-recoverable faults on usm3. Since the system was not working properly, the surgeon made the clinical decision to convert to traditional laparoscopy. The surgeon was able to perform excision of exploratory biopsies using the da vinci surgical system; however, the total gastrectomy procedure was not completed. The surgeon reports a patient injury occurred due to the incompletion of the planned total gastrectomy procedure. As of the date of this report, it is unclear if the patient has undergone a subsequent surgical procedure to complete the total gastrectomy procedure. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted total gastrectomy procedure, repeated ¿armnet 3¿ non-recoverable faults on universal surgical manipulator 3 (usm3) were generated. The faults occurred with the patient in the room under anesthesia but the procedure had not yet started. The intuitive surgical, inc. (Isi) technical service engineer (tse) viewed the live logs and noted repeated communication errors on usm3/armnet 3. The system was power cycled two times with no changes. A hard power cycle of the patient side cart (psc) was performed, and the system powered up normally. The tse recommended the usm3/armnet 3 be driven through its full range of motion to try and replicate the fault; however, at the time of the call, no one was available to sterilely manipulate the draped usm. The isi clinical service representative (csr) called the tse back an unspecified time later and reported that the error had returned during the procedure. The tse viewed the live logs again and noted that the blue fiber cable became unseated while troubleshooting, causing ¿error 23¿ to display on the surgeon side console 2 (ssc2). The surgeon needed all four usms to be functional to continue with the procedure. Since the system was not working properly, the surgeon made the clinical decision to convert to traditional laparoscopy. The surgeon performed excision of exploratory biopsies, but the planned total gastrectomy procedure was not completed. The surgeon indicated that a patient injury occurred since the planned procedure was not completed. As of the date of this report, it is unclear if the patient has undergone a subsequent procedure to complete the planned total gastrectomy procedure.

Manufacturer narrative:
On 29-sep-2022, intuitive surgical, inc. (Isi) received the following additional information about the reported event: failure analysis received the setup joint (suj) involved with this complaint on (B)(6) 2022. Isi advanced failure analysis was able to reproduce the reported failure of errors. The unit was tested on the patient side cart (psc) fixture test platform (pftp) machine and failed for the node check. Upon inspecting fiber optic connection to axes controller setup (acu), it was found that the connector was not seated properly. After seating the connector properly, the test was retried, and the unit passed all test. As a precaution, the fiber optic will be replaced.

Event description:
Refer to h10/h11 for follow-up information.